Event description:
It was reported that the patient with an SNM Tined Lead hit their back against a door while rising from a kneeling position. The patient felt their INS implant catch on the door causing shooting pains in their lower extremity. These pains subsided upon turning off their device, but did not leave completely, so the patient went to the ER. X-rays were taken showing that the tined lead had migrated from impact. The lead was replaced (b)(6) 2026, with motor thresholds and electrode impedances within normal limits.

Manufacturer narrative:
Block D2b:Product Code - Additional product code QON. Block G4:Premarket / 510(k) # - Additional premarket/510(k) P190006.